Event description:
Consumer called to report meter reading higher than his lab test. Analysis run on consensus error grid mean reading (79) as ref. Point vs. Bd readings (136) yielded data points in the c zone of the grid, outside of acceptable limits.